Event description:
A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv). At the patient's last pump refill, the health care provider (hcp) had pulled out all of the volume that was in the pump; amounts were not specified. The hcp was aware that the pump was not functioning properly and had planned a pump replacement for the patient. The patient supplemented with oral medications. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).